Manufacturer narrative:
The device was received fully deployed with the slide insert visible in the top housing window. The download data shows that the device completed both the first and second priming sequences with no timeouts or drive stalls before being deactivated. Inspection of the device found no damages or defects that would contribute to a needle mechanism failure. During the investigation the needle mechanism was reset to the not deployed position, and the device functioned properly during manual deployment. A root cause for the reported event could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that an unknown needle mechanism failure occurred when the pod was activated. The pod was worn less than one hour and patient reported a blood glucose level of around 230 mg/dl.